Event description:
The reporter stated that she did a meter to lab comparison test, side by side. The results were 93 mg/dl and 121 mg/dl, respectively. The reporter did not have any symptoms. No further information was reported.